Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 device evaluated by mfg changed from "no" to "yes." Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 03/8/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the btt. A visible cut was observed on the side of the btt. An inflation test was conducted. The btt would not inflate due to the cut on the btt balloon. No other visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "material rupture" was confirmed. The c of c is unavailable.

Manufacturer narrative:
Trackwise (B)(4). Updated sections: g4, g7, h2, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sept 2019 through aug 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, the balloon at the btt port burst the moment the peeling was completed and the branch processing was started. At the time of insertion, the btt port is filled with about 20 cc of air, which is a normal amount.